Event description:
Patient reported right side "preventive replacement¿ and biocell. Healthcare professional later reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Clarification to the event rupture: rupture was discovered at the surgery, it is not the reason for the reoperation of the patient. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: preventive replacement and biocell.